Event description:
Additional information was received that the physician's office did not have ongoing issues with their programming systems. With the limited information available, it is not known to the manufacturer whether the issue with the programming computer resolved, did not exist, or is still ongoing. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
It was reported that the physician's handheld computer was not working. Attempts for additional pertinent information have been unsuccessful to date.